Manufacturer narrative:
Upon visual inspection, a fluid like substance was found on the device by a manufacturing service technician. The presence of a substance being emitted from the handpiece is likely to be caused or contributed to by fluid inside of the device. A substance inside the handpiece or leaking from the handpiece could have been caused by improper cleaning and sterilization practices at the account site, which can lead to the reported event.

Event description:
It was reported that a fluid like substance was found on the blade mount of a system 7 high speed precision saw at the manufacturing facility. This event occurred during testing by a manufacturer service technician, so there was no patient involvement, no delay, no medical intervention, and no adverse consequences associated with the device.